Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case, partially broken retainer, reservoir tube cracked and missing o-ring (reservoir tube). In conclusion, customer concern for cosmetic damage and retainer ring damage was confirmed during visual inspection with reservoir tube cracked, partially broken retainer, missing o-ring on reservoir tube, scratched case. Battery cap damage was confirmed due to missing metal stake and missing all contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported crack in the reservoir and back part of the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.